Event description:
It was reported that the patient was not able to obtain any stimulation due to the paddle lead tail was completely broken and was not working. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted paddle lead was kept by the hospital and will not be returned.